Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a nupro raspberry flavored white varnish, a (B)(6) pediatric patient experienced gingival swelling and soreness after application. The treatment took place approximately 2 weeks ago and the symptoms have not remediated. The patient has had trouble eating the past few days.

Manufacturer narrative:
The device was evaluated and found to be within specification. Also, a DHR review was conducted with no discrepancies noted.